Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Toothbrush head fell off into mouth [device breakage]. No adverse event [no adverse event]. Case description: a female consumer reported that while using an oral-b rechargeable toothbrush, version unknown, the oral-b brushhead, version unknown broke off into her mouth. No symptoms developed.